Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up with the appropriate audible and vibratory functions. The verify screen was dim and discolored with fading text. Unrelated to the display issue, a crack extending from the top to the case seal was observed in the battery compartment.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the text on the display screen was dim and faded. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.